Event description:
The patient's mother called to report that the patient had been hospitalized earlier in the week. Admitting blood glucose level was 595 mg/dl, with a diagnosis of diabetic ketoacidosis. An IV insulin drip was administered for 48 hours. During the time, patient continued on the insulin pump with basal rate only, no bolus. Their blood glucose level normalized, and when they restarted patient on the pump it rose again. The doctor gave a 10 unit bolus through the pump an no insulin was delivered. The pump indicated 50 units in the cartridge but when they removed it, the cartridge was empty. Patient is currently on injection therapy.